Event description:
Heparin bolus was administered. Almost three hours the rn was called into the room to the pump beeping. Heparin bag was found empty. All the tubing and the programming was correct. The stored history on the ivac read the correct rate. Upon investigation of the unit it was noticed that a screw designed to attach the top of the inner door to the unit was missing. This resulted in an insufficient seal of the tubing as it passed through the machine. Corrective maintenance was performed on the unit, and the unit was returned to service.